Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging that there was an intermittnet power issue and the battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/05/2016. Device evaluation: the device has been returned and evaluated by product analysis on (B)(6) 2016 with the following findings: the pump's black box showed dates on the default settings; (B)(6) 2007. The black box showed evidence of unexplained pump reboot events on (B)(6) 2007. The pump was unable to maintain an electrical connection with returned battery cap due to the cap detaching. The battery cap threads were damaged. A test battery cap was used for all testing. The pump intermittently powered on with a test battery cap to a dim discolored display. There were battery compartment cracks observed in the thread area and from the thread area to the case seal. The battery compartment threads were also damaged. The pump case was cracked below the display screen. There was no evidence of moisture or loose components inside the pump.